Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 2.5 for mechanical circulatory support. During support, the staff noted gross amounts of blood in the urine. An echocardiogram was performed and the staff discovered that the pump was caught in the mitral apparatus. The physician tried to reposition the device without success. After multiple attempts, the physician decided to explant the device and utilize an intra-aortic balloon pump. No further information is available.